Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and insulin pump had keypad anomaly. The customer¿s blood glucose level was 355 mg/dl. The customer was treated win the hospital. The customer reported that the act, up and down arrows don't respond at times. The customer reported that the time clock was advancing. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had no button response on the esc and act buttons due to flattened dome switches (creased). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to no button response. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unable to test for bolus anomaly and delivery anomaly due to no button response. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.